Manufacturer narrative:
Correction/update: the previous report had an aware date of 06/03/2015. The correct aware date was 7/21/2015.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that during his recent pump replacement the hcp found "granulation" in the catheter. (Refer to manufacturing report # 3004209178-2015-12092 regarding the pump replacement.) The granulation in the catheter tube was due to the fentanyl level in the pump. The fentanyl went up in the pump because the ¿atf¿ was not letting him get oral (po) pain medications. It was confirmed the catheter remains implanted and the hcp "cleaned it out somehow". The medication was cut in half due to the granulation problem. Per the patient, a rinse procedure for the granulation issue was mentioned. The patient ¿loves the pump¿ and was not having issues now. The pump was delivering fentanyl. Specific patient symptoms, details regarding the intervention, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.